Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer.

Event description:
It was reported that the unspecified bd¿ extension set leaked from the y-site on the IV splitter during use. The following information was provided by the initial reporter: "rn was initiating infusion of etoposide. When unclamping blue clamp on IV splitter, noticed there was a wet drop on glove. Rn continued to look for leak and check all connections which were tight. No leak anywhere noted. After about a minute of infusion, pt complained he feltsomething wet. Rn stopped pump immediately. 2 rn/s ran free flowingns into 2nd side of IV splitter and noted there was a small drip comingfrom the y-site on the IV plitter where the 2 lines connect. Manager called to inspect IV leak. IV splitter removed per protocol. No wet areas noted on patient, chair , floor, or surrounding areas. Patient aware to wash shirt when he arrives home in case of chemo spill on it."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: unknown. The patients age was used to determine a placeholder date for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd" extension set leaked from the y-site on the IV splitter during use. The following information was provided by the initial reporter: "rn was initiating infusion of etoposide. When unclamping blue clamp on IV splitter, noticed there was a wet drop on glove. Rn continued to look for leak and check all connections which were tight. No leak anywhere noted. After about a minute of infusion, pt complained he felt something wet. Rn stopped pump immediately. 2 rn/s ran free flowing's into 2nd side of IV splitter and noted there was a small drip coming from the y-site on the IV plitter where the 2 lines connect. Manager called to inspect IV leak. IV splitter removed per protocol. No wet areas noted on patient, chair , floor, or surrounding areas. Patient aware to wash shirt when he arrives home in case of chemo spill on it."